Event description:
It was reported that the track frame appeared to twisted/slightly bent. Manufactures investigation is still ongoing; if additional information is received, a follow-up report may be submitted. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
(B)(4): customer evaluated unit. Track frame. Unit has been repaired.